Event description:
The surgeon reported via the sales business manager, that the drill broke during surgery. The surgeon's opinion is that he placed too much torque on the drill.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.